Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was unable to recognize the paddles when attached. The therapy pcb assembly was replaced to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to recognize the paddles being attached. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.